Event description:
Pt in interventional radiology for an ivc filter placement. The jugular vein was accessed and an inferior vena cavagram was done. The ivc filter was advanced through the delivery sheath for placement. The sheath malfunctioned but the filter stayed within the sheath and was never deployed in the pt. The system was removed and pressure was held on the jugular vein. The physician reaccessed the jugular vein and a new filter system was opened and successfully deployed in the ivc. The product is being sent back to the company for analysis of the sheath that malfunctioned.